Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the tip became stuck. A comet ii was used for treatment. During the procedure, the device was stuck at the guide catheter, and after removal, it was noted that there was elongation of the distal tip coil. The procedure was completed with another of same device. There were no patient complications.

Event description:
It was reported that the tip became stuck. A comet ii was used for treatment. During the procedure, the device was stuck at the guide catheter, and after removal, it was noted that there was elongation of the distal tip coil. The procedure was completed with another of same device. There were no patient complications.

Manufacturer narrative:
Investigation results: media review: device analysis findings: the shroud of the occ cable was connected to the bench top testing equipment, and the coefficient values were confirmed to be programmed. Inspection of the device revealed that the tip was found bent and stretched. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure, following a review of the reported event details, available information, and product record review. During product analysis it was observed the tip bent and stretched. These issues could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling or technique, causing the reported event.